Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a right/left knob that made a clicking noise, a deep dent on the distal end plastic complete video, peeled cement on the objective lens and light guide lens, a removed nozzle, and a cracked bending section glue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no air/water flow. The issue was found during an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical damage of the device - physical damage was noted at the location where the foreign material was detected. It was presumed that the damage disallowed normal reprocessing of the device, hence causing foreign material to remain. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): -inspection of the air/water and suction valves it is suggested that the user facility review the method of handling the device according to the IFU. Olympus will continue to monitor field performance for this device.